Manufacturer narrative:
Manufacturing is addressing the customer reported complaint in a CAPA.

Event description:
On 07/05/06, nellcor puritan bennett received a report that the end sheath of a stylet sheared off during a intubation training course. There was no pt involvement. This report is associated to the second occurrence on 2936999-2006-00673.